Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for any sparks during testing. The concentrator was observed to function properly. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the customer claims they heard a loud pop and then saw sparks shoot from the back of the unit.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the customer claims they heard a loud pop and then saw sparks shoot from the back of the unit.